Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine (20 mg at 4.5399 mg/day) and bupivacaine (10 mg at 2.26995 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient complained of increased pain to back. A pump check was completed and showed that the catheter was patent. The pump and catheter replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.